Event description:
Pt on glargine insulin 68 units hs and nepro via feeding tube. The alarm on the tube feeding pump did not function properly in 2009 to alert staff that the nepro was not reaching the pt during the night. The next morning at 0600, the pt's cbg was 14. The ngt was clogged, but the pump never alarmed. Pt required 2 amps of d50 and a d10 infusion was started until nutritional situation resolved.